Event description:
Pt had a surgery about 2 months ago because of urine leakage. Procedure went fine but their piece of tape is hanging out. Dr called manufacturer who confirmed the problem is common for menopausal women because of shrinking vaginal wall. Hormonal cream was prescribed but problem was not resolved. Pt has to go back to surgery.